Event description:
It was reported that this patient presented due to receiving multiple shocks from this implantable cardioverter defibrillator (ICD). A device interrogation was performed and the patient had episodes of sustained ventricular tachycardia (vt) and ventricular fibrillation (vf) which required the multiple shocks. In addition, there were high out of range shock impedances of greater than 125 ohms on the right ventricular (rv) lead. The electro-physiologist concluded the patient should abstain from alcohol abuse and was put on a medication. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating the patient had received a shock for ventricular fibrillation (vf). Following the shock a high shock impedance condition was noted. The device was explanted and the lead was surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide updated coding.

Manufacturer narrative:
(B)(4). Records indicate this system remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received that commanded shocks were delivered to test this implanted system. A 1 joule shock returned an acceptable shock impedance measurement and a maximum energy shock returned a high out of range measurement. The alert threshold was increased. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating the patient had received a shock for ventricular fibrillation (vf). Following the shock a high shock impedance condition was noted. The device was explanted and the lead was surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.